Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose levels ranged from 100 (mg/dl) to 200 ( mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.